Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
8/20/2019, update: it was reported that both of the screws that broke, were both locking screws.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of the left anterolateral distal tibia plate with six (6) holes and left medial distal tibia plate with four (4) holes from the distal tibia due to plate sitting prominent and soft tissue irritation. All hardware was removed successfully, with the exception of two (2) broken screws. A total of six (6) 3.5 mm cortical screws, and eight (8) 2.7mm variable angle locking screws were removed along with the two (2) plates. I do not have date of original implants. The broken screws were not removed because they were buried in bone. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient consequence reported. This report is for one (1) screws: cortex. (B)(4).